Manufacturer narrative:
(B)(4). Batch # = m93d60. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, (B)(4) clips malformed were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before a laparoscopic colectomy, the clip was not fully advanced into the jaws. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.